Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that there were scratches on the surface of the probe and the jaw. The coating on the outer surface of the jaw had come off. Besides, there was a scratch on the outer surface of the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the shout circuit error occurred since the user output seal and cut mode with contacting metal instrument. And omsc concluded that the coating had come off since the user scraped the tissue or coagulum build-up with a shape instrument. The instruction manual of the subject device already states. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during a sphincterotomy in rectal direction. After about 10 minutes use, short circuit error message was displayed. There was no patient injury reported.